Event description:
It was reported during the implant procedure that it was difficult to place the patient's right atrial (ra) lead due to the partial extension of the helix. The helix was retracted and the ra lead implanted. No patient complications have been reported as a result of this event.